Event description:
The customer called into technical support (ts) reporting that the device is not picking up the patient's trigger. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance of the remote service engineer (rse) and confirmed the reported problem. The customer claims the unit is not picking up the patient¿s trigger in CPAP mode. Recommended to perform the pvt since we only test the trigger in st mode. Also, received some information from bob campbell, clinical specialist. He stated, v60 uses the same auto-trak algorithm for triggering and cycling in CPAP as it does for all other modes. It is generally not adjustable, unless they have auto-trak + option. The customer will reply with results after he completes the pvt trigger.

Manufacturer narrative:
The customer completed performance verification testing to resolve the reported issue. The device passed the tests per philips standards.

Manufacturer narrative:
H10: the device underwent preventive maintenance with no issues being observed as the device passed all testing. The issue was not duplicated during the pm. The ventilator was returned to service. H11: the device was in patient use at the time of the failure.